Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the unexpected shutdown issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred followed by an unexpected shutdown. Customer's blood glucose level was 103mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.